Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 585 mg/dl due to a bent infusion set cannula. The insulin pump was also stuck in the rewind process since the customer did not have an additional infusion set to prime with. The patient treated their high blood glucose via manual insulin injection. The customer's blood glucose at the time of call was 495 mg/dl. Troubleshooting was declined for the bent cannula and high blood glucose. The insulin pump and infusion set were not returned for analysis.